Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that some keys were not responding, which resulted in a delay in patient care. A field service engineer reseated the keyboard and usb connector and further rebooted the station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a keyboard malfunction and also experienced blue screen issue. This incident resulted in a delay to patient care and there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.